Event description:
Consumer called stating she bought 3 boxes of tampons. Half of the tampons in all 3 boxes were missing the strings. A total of about half of the tampons in all 3 boxes were missing the individual wrapper. A total of about 20 tampons in all 3 boxes were missing the entire applicator but the core was in the package. No injury was reported.

Manufacturer narrative:
04-sep-2020 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer called stating she bought 3 boxes of tampons. Half of the tampons in all 3 boxes were missing the strings. A total of about half of the tampons in all 3 boxes were missing the individual wrapper. A total of about 20 tampons in all 3 boxes were missing the entire applicator but the core was in the package. No injury was reported.